Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 20sep2018. Philips fse (field service engineer) confirmed unit inoperable. The motor was not running when the unit was first turned on, then couple of minutes later motor came on very loud. The fse replaced the blower motor, unit passed all performance tests and is ready to be returned to service.

Event description:
The customer reported that the unit alarmed inoperable. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 04dec2018. Date of manufacturer: 03dec2018. The customer complaint of ventilator inoperable was confirmed. The returned component was tested by philips and a sensor failure was identified.